Event description:
The surgeon drilled the bone bi-cortically. The depth gage was used to get screw measurements. The depth gage gave inaccurate measurements causing the surgeon to have difficulty getting the screws to find the far cortex holes. When longer screws were used, the holes were found successfully. The issues with the screw lengths extended the surgery by 30 minutes.